Event description:
Customer called lfs on 9/25/02 alleging their surestep meter was reading inaccurately low. Patient stated that they did a comparison with a family member's accucheck meter. Customer's test result on their ss meter was 21 mg/dl and the reading on family member's meter was 451 mg/dl. Patient experienced symptoms of headache, blurred vision, and frequent urination. Customer looked at their surestep test strips and there was no reaction or color change. Customer claims that the strips were not expired, were stored correctly, and were not exposed to air or sunlight. Replacing test strips and sending new control solution. Customer plans to seek medical care as soon as possible for high blood sugar.